Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp)rp alarm leak in iab circuit. There were no injuries reported.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp)rp alarm leak in iab circuit. There was no patient involvement.

Manufacturer narrative:
Additional information: event site postal code: (B)(6), contact person phone: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. From inspection it was found that ¿the machine iabp can be used normally. No alarm leak in iab circuit was found while inspecting the iabp machine and checked the entire system of the iabp machine then he found there are deteriorated and expired spare parts safety disk deteriorates and expires in 2 years or 1,000 hours and complete with pm kit 5000 hr, 1 set (air pump maintenance kit).